Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056- advance laa, patient site ID: (B)(6). R861887701. It was reported that on 17 october 2023, a 20mm amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. The 20mm occluder was not implanted due to incompatibility with anatomy. A replacement 25mm amulet laa occluder was then implanted successfully utilizing the same delivery system. On 10 september 2024, the patient returned for follow up imaging. A thrombus was observed attached to the occluder. Medication was administered.

Event description:
Subsequent to the previously filed report, additional information was received and the event description was updated: it was reported that on (B)(6) 2023, a 20mm amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. Patient presented in sinus rhythm. The 20mm occluder was not implanted due to mis-sizing. There was no issues with the device. A replacement 25mm amulet laa occluder was then implanted successfully utilizing the same delivery system. On (B)(6) 2024, the patient returned for follow up imaging. A mobile echogenicity thrombus was attached to the atrial aspect of occluder disc. Medication was administered to treat. No threads were visible on the device. Patient was compliant with post procedure anticoagulation. On (B)(6) 2024, the patient returned for follow-up imaging. Persistent thrombus between the occluder disc and lobe along with filamentous echogenicity on atrial aspect of disc was observed. Anticoagulation was resumed. Patient was reported to be stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The provided procedural imaging was reviewed by an abbott engineer. All information was investigated and the information provided by the account and without the device to analyze, a cause of the reported patient device interaction problem with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.